Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, clarification was received confirming the patient was implanted with a mentor memorygel breast implant 350cc, catalog# 3507350bc on the right side. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 5, 2020, it was noticed the following was erroneously omitted from the previously submitted report: section e4. Reporter also sent report to FDA? Was erroneously left blank, and has correctly been marked "unknown" on this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 9, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation, the device was observed to be ruptured. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 5, 2020, mentor became aware the patient would undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 300 cc and experienced bilateral ruptures post-operatively, which were confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.